Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) due to detached haptic while in the optic. It was stated that there was an incision enlargement. No complications were reported. No additional information was obtained.

Manufacturer narrative:
(B)(6). (B)(4) -enlarged incision and explant. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.